Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Pertaining to h-d: device evaluation anticipated, but not yet begun. This report is based on info supplied to us w/out our independent verification as to its' accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that during the procedure, the hypotube separated resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician removed the dilatation balloon and inserted the stent delivery catheter and while being advanced forward the occlusion balloon wire separated outside the patient, resulting in the occlusion balloon deflating. The device was removed and replaced with another to complete the procedure. The patient is reported to be fine.